Manufacturer narrative:
Vyaire complaint number (B)(4). Additional information: d9, g2, g3, g6, h2, h3, h6, h10. The sample was returned for evaluation. The vyaire medical failure analysis technician was able to duplicate the reported issue. Cause was identified as solenoid failure. The root cause is being investigated under co# 101543.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed transducer faults and ventilator inoperable (inop). The customer confirmed that there was no patient involvement associated with the reported issue. .the reported issue occurred immediately when the device was powered on.